Manufacturer narrative:
Additional narrative: it was reported that patient underwent laparoscopic total hysterectomy, bilateral salpingo-oophorectomy, colpopexy and cystoscopy on (B)(6) 2012 due to pelvic pain, organ prolapse, urinary problems, bleeding and infections. It was reported that the patient underwent explant of mesh on 02/25/2013 due to pelvic pain, organ prolapse, urinary problems, bleeding and infections. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2013-01116. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient experienced severe abdominal/pelvic pain, recurrence of prolapsed/incontinence, urinary problems, infection, bleeding, uterus falling out, and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent extensive transvaginal urethrolysis, exploration and removal of residual obturator mesh, exploration of the a & p vaginal wall mesh removal, exploration and removal of mesh from the pararectal and paravesical space and sacrospinous ligament, transvaginal excision all of sacrocolpopexy mesh; enterocele repair, vaginal vault suspension using modified sacrospinous ligament fixation, and posterior repair using pds sutures on (B)(6) 2015 due to major complications from 4 different mesh surgeries, pain and recurrence. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
It was reported that the patient underwent urologic procedure- autologous pubovaginal sling, and abdominal wall closure of fascia defect (hernia) on (B)(6) 2013.

Manufacturer narrative:
Narrative: it was reported that the patient underwent transvaginal removal of mesh, transvaginal removal of vaginal septum, and cystoscopy on (B)(4) 2016 by (B)(4).